Event description:
On (B)(6) 2011, a male patient was being implanted with a gore hybrid vascular graft in an above-the-knee fem-pop procedure. It was reported to gore that as the physician was positioning the nitinol reinforced stent (nrs) portion of the graft into the popliteal artery, the tip of the nrs portion of the graft unintentionally partially deployed. The gore hybrid vascular graft was removed and returned to gore for evaluation.

Manufacturer narrative:
Device evaluation anticipated, but not yet completed.